Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead delivered inappropriate shocks due to oversensing. No abnormality was noted on x-ray or e-gram, so an exploratory procedure was done. The is-1 pin was found to be broken where the rate sense portion enters the header.